Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the cause of the sleeve loosening was not known and there were no symptoms.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va1fe8e, implanted: (B)(6) 2017, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: va1fe8e, (B)(6), (B)(4); product ID: 3708660, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. High impedances were observed. Per the hcp, the clear sleeve over the end of the right ventral intermediate (vim) nucleus electrode came loose while connecting the extension, which will cause periodic high impedance readings during programming. The etiology was stated to be related to device, therapy, and implant procedure. No actions have been taken, and the event was ongoing. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Product ID: 3387s-40, lot# va1fe8e, implanted: (B)(6) 2017, product type: lead; product ID: 3708660, serial# (B)(4), implanted: 2017. Product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp stating the event outcome was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.